Manufacturer narrative:
No relevant manufacturing issues were identified as all units met specifications. The screwdriver tip was confirmed to be fractured. The plausible root cause of the issue was determined to be over torquing of the driver along with improper preparation of the screw hole.

Event description:
It was reported that; while implanting 8.5x80 screw w thandle attached to screwdriver. Got 3/4 way in and head snapped/broke resulting in breaking the head of screw. Head of screw was retrieved from patient.

Event description:
It was reported that; while implanting 8.5x80 screw w thandle attached to screwdriver. Got 3/4 way in and head snapped/broke resulting in breaking the head of screw. Head of screw was retrieved from patient.